Manufacturer narrative:
The system was serviced in the field and the computer was replaced. The system then passed checkout and was performing as intended. Other relevant device(s) are: cmptr 9735225r, rollingstone s7 refurb. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that during registration for a cranial resection procedure the screen shut down. There was no delay to the procedure. There was no reported impact on patient outcome.

Manufacturer narrative:
Patient information is unavailable. The computer was returned and it was found that it boots normally into the application screen. The seatools long test found no errors, there were zero bad sectors on the disk. There were errors on tests 3, 4, 6, 7, 8, and 9 when doing the "memtest86". During further burn-in testing the computer started to power cycle on its own and would intermittently shut down due to a loose connection. (B)(4). If information is provided in the future, a supplemental report will be issued.